Event description:
It was reported that an 8100 module infused faster then expected on a patient. There was no harm to patient.

Manufacturer narrative:
Additional information added to: brand name, concomitant medical products and device manufacture date. Suspect changed from 8015 to 8100. The customer¿s report of lvp infusing faster than expected could not be confirmed or reproduced. This file was opened to document the issue that was reported. No further investigation of this event is possible at this time. No log review could be performed since no device or logs were returned. No testing could be performed since no device or logs were returned by the customer. The root cause could not be identified because no device or logs were returned by the customer.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that an 8100 module infused faster then expected on a patient. There was no harm to patient.